Manufacturer narrative:
Plant investigation: the reported symptom (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to be burnt. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There is visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. Mushroom head check passed. Test negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a blank screen on the liberty cycler during set up for peritoneal dialysis treatment. After attempting to troubleshoot, a replacement cycler was arranged. The patient was advised to discontinue use of the cycler. The patient indicates that treatment would be completed with continuous ambulatory peritoneal dialysis. Additional information was solicited.